Event description:
The hcp reported the patient had a successful trial and was implanted with a pump in 2003. The pump was started at 100mcg - concentration on 500mcg/ml. The dose was increased to 110 the following day, to 120 3 days later, and to 130mcg the following day. A peg tube insertion was attempted at the bedside and completed in the or. The patient was talking with the nurse and had no complaints. "The nurse left the room to get a suppository and when they returned the patient was dead from a spontaneous arrest." The hcp reported the cause of death is unknown. It is unknown if an autopsy will be conducted at this point. The hcp did report that the patient had ongoing medical conditions of pneumonia, urinary tract infections, cachexia, poor skin condition, and severe contractures and spasms. A follow up report will be sent if additional information is received.